Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that a patient capillary sample was tested on the coaguchek xs system, at 8:22 am, with a result of 4.9 inr. At 8:56 am, an additional sample obtained from patient (sample type not reported) measured 3.3 inr on a (B)(6) instrument. No modification to patient therapy was reported and no adverse event occurred. The manufacturer requested the return of the suspect product for evaluation.